Manufacturer narrative:
Block b3: date of event unknown. Approximated prior to device explant procedure.

Event description:
It was reported that the patient had their superion indirect decompression (ID) spacer removed for an unknown reason. Physical analysis could not be performed in our laboratory, as the device was retained by the facility. Additional information has not been provided despite good faith efforts.